Event description:
It was reported that an unspecified malfunction alarm occurred. . It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A bolus was delivered to address the elevated bg. Customer resumed insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.